Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer's representative (rep) reported she reprogrammed the patient's stimulation using the 0-7 lead. It did not cover the area as well as the patient's old setting but the patient was not comfortable with the rep activating the 8-15 lead in any way because of the surprise shocking the patient experienced before. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that there was a shocking sensation. Three electrode impedance tests were performed. Each time at .7v the 10 contact showed >10k ohms. When the rep tested at 3v the 10 contact showed normal values (1321 ohms against the 0 contact). When 0 was reference the lowest pair was 0<(>&<)>1 at 713 ohms and 0<(>&<)>9 and 0<(>&<)>14 were >40k. When 9 was reference, all were >40k except 3, 5, and 13. When 14 was reference, all >40k. When 8 was reference, the lowest was 8<(>&<)>6 at 758ohms and the highest besides 9,14 was 8<(>&<)>15 at 2026ohms. When 10 was reference, the lowest was 7<(>&<)>10 at 1015ohms and the highest besides 9,14, 15 was 13<(>&<)>7 at 1798ohms. When 12 was reference, the lowest was 12<(>&<)>8 at 851ohms and the highest besides 9,14,15 was 12<(>&<)>10 t 1311ohms. It was noted that the issue was occurring on group e and the contacts used on that group were 8, 10, and 12; thus the focus on those contacts. Contact 10 was used in programming and showed normal and high impedances during different tests. The group impedance for e was 1077 ohms. It was noted that the implant was not on. There was no trauma or falls that could be related to this issue. There was a possible need for a revision. It was unknown if they would be able to program around the issue. The symptoms included a shocking, intermittent stimulation, and lack of stimulation. The change in therapy/symptoms was considered sudden. The patient was initially on group e and had stimulation that felt like it was going in and out and then eventually completely lost stimulation sensation. At one time during this time span the patient felt a sudden jolt and the patient now had the implantable neurostimulator (ins) off. The battery was also sticking out and it was angled and it would catch on things. When the issues started that patient noticed a different in how stimulation was felt. The patient was using adaptive stim (as) on group e. The patient's relevant medical history includes chronic low back pain and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.